Manufacturer narrative:
The device history for (B) (4) was reviewed, and all test criteria and processes were within specification for the tls drain system.

Event description:
The team leader reported that the doctor placed a tls 7 french trocar/catheter drain in the pt's neck. Upon removing the drain, the drain broke. The team leader stated that the pt was taken back into surgery for removal of the drain. The team leader stated that the pt is doing fine with no complications after surgery.